Event description:
Boston scientific received information that this device and right ventricular defibrillation (rv) lead exhibited electrogram noise associated with a shock impedances of greater than 125 ohms. Additionally, the right atrial (ra) pacing impedances was greater than 2000 ohms. The patient was seen for a revision procedure. The device was removed from the pocket. The ra and rv defibrillation lead were removed from the device. The ra impedance was 470 ohms and the rv lead impedance was 570 ohms through the pacing systems analyzer. The seal plug on the distal plug of the rv lead was unseated. A replacement rv defibrillation lead was inserted and attached to the chronic device. Difficulties were encountered with the shock connection associated with greater than 125 ohms shock impedance. A replacement device was attached to the replacement rv defibrillation lead. The recorded shock impedance was within normal range (41 ohms). The ra pacing impedance and ra pacing thresholds was 470 ohms and 0.7 volts respectively from the pacing system analyzer (psa). During the procedure, the ra pacing impedance remained stable. A replacement rv defibrillation lead was implanted and normal values were obtained with extensive testing. The chronic rv defibrillation lead was surgically capped.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.